Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.082 ng/ml; sample repeated next day gave 0.013 ng/ml. A second sample gave 0.013 ng/ml. Erroneous result was reported. Pt not adversely affected. Although exact root cause was not identified, the field svc rep noted finding a severely damaged section of pipettor syringe tubing, and replaced tubing, syringe pinch tubing and sample pipettor tubing. Performance tests were performed and within specification.